Manufacturer narrative:
At the conclusion of a non-robotic hernia case the table was being leveled out of the trend position when the foot end of the table raised up off of the floor approximately 3 inches. At the time of the incident the leveling stops were in place, the tables wheels were not engaged with the floor, and the table was in lock mode. The patient, who weighed approximately 175 lbs, slid on the table top surface but did not fall. No impact to the patient or the surgical procedure was reported. A trumpf medical technician responded and evaluated the device via a thorough check of all of functions. The table was found to function properly. The table's event log was reviewed by service and r&d. According to the service evaluation of the event log from the date of the incident, only one error code was observed, "trend load limit ." This error code was created when the trend drive was overloaded, as a result of the longitudinal drive being extended to its limit. This is not a defect; it is a warning to move back the longitudinal drive to the center. Trumpf medical r&d also reviewed the table's event log. It revealed that there was no extreme movement of the table which would cause a tip of the table. Root cause was not identified. The table was returned to service and has been in use without incident since november 2016.

Manufacturer narrative:
Trumpf service evaluated the device via a thorough check of all of functions. The table functioned as designed. The table's data log was reviewed by service and r & d. According to the service evaluation of the event log from the (B)(6), only one error code was observed, "trend load limit " the error code was created when the trend drive was overloaded, as a result of the longitudinal drive being extended to its limit. This is not a defect; it is a warning to move back the longitudinal drive to the center. Trumpf medical r & d also reviewed the table's event log and found that there was no extreme movement of the table was observed which would cause a tip. Investigation on-going.

Event description:
The foot end of the table base of a trusystem 7000 dv raised up off of the floor approximately 3 inches while leveling the patient out of the trendelenburg position. At the time of the incident the leveling stops were in place, the tables wheels were not engaged with the floor, and the table was in lock mode.